Event description:
Same case as #2134265-2008-05030, 05031, 05032. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. In 2005, the pt was admitted and brought to the ccl for acute onset of chest pain. Multiple lesions were identified. A 75% stenosed lesion, in the proximal circumflex artery (cx), was treated with a taxus express2 2.75x16mm drug eluting stent. The stent was deployed 14 atm's for 35 seconds, resulting in a 0% residual stenosis. A 2.0x20mm maverick balloon was advanced to a 90% stenosed lesion in the ostial 1st obtuse marginal artery (om1) and inflated to 8 atm's for 60 seconds. A guide wire was redirected to the left anterior descending artery (lad)/1st diagonal (dx) to access a lesion in the ostial dx. A taxus express2 2.5x12mm drug eluting stent was inserted into a 95% stenosed ostial dx lesion and a 2.75x20mm maverick balloon was inserted to a 75% stenosed mid lad lesion, using a kissing balloon technique, the stent was deployed in the 95% stenosed lesion of the first dx at 12 atm's for 60 seconds and the maverick balloon was inflated to 10 atm's for 35 seconds. The maverick balloon was reinflated to 5 atm's for 30 seconds and then used to post dilate the stent at 14 atm's for 60 seconds. It appeared that the 2.5x12 mm taxus express2 stent had "pushed 1 to 2 mm too far down the dx", therefore the physician elected to place a taxus express2 2.5x8mm drug eluting stent across the ostium of the dx. This stent was deployed at 14 atm's for 60 seconds. The balloon was reinflated to 14 atm's for 60 seconds. Another lesion was identified in the mid lad just beyond the first dx. The 75% stenosed lesion was stented with a taxus express2 3.0x12mm drug eluting stent, deployed at 14 atm's for 45 seconds, reducing the lesion to 0%. It was further noted that a 50% lesion at the origin of the om1 arose from the lad stented segment and was "pinched" to 90% which required balloon angioplasty through the struts of the stent to a 30% with ptca. An excellent final result was obtained. The pt was discharged two days later on a daily baby aspirin and plavix. In early 2006, the pt presented with chest pain and shortness of breath, and was brought emergently to the ccl, where a 100% occlusion of the dx1 was discovered. The cx stent was widely patent and the mid lad had mild to moderate disease of 40-50% and ostial lad disease of 30-40%. A large thrombotic occlusion was visualized at the site of the distal stent in the ostial aspect of this vessel. Balloon angioplasty was performed with several inflations of a 2.5x15mm non-bsc balloon, resulting in timi 2 flow, no residual stenosis and excellent angiographic results. The pt was discharged three days later and instructed to continue plavix and aspirin. In 2007, the pt presented with an acute anterior st elevation myocardial infarction. The pt returned to the ccl where they found a stent thrombosis of both the ramus intermedius (cx) and lad. A non-bsc guide wire was used to cross the thrombosis and an aspiration catheter was used to perform thrombectomy of the ramus (cx) stent. After one pass, timi 3 flow was obtained. Another non-bsc guide wire was used to cross the lad stent, and the thrombectomy device was used again to remove thrombus from the lad stent. Timi 3 flow was again established. A 3x15mm balloon was placed in each stent and inflated simultaneously to 6 atm's. The balloons were withdrawn to the proximal lad, where there was no stent, and kissing balloon inflations were performed at 8 atm's. Final angiogram revealed excellent flow in the ramus (cx) and lad. The pt was transferred to recovery in stable condition. It was further noted that the physician was considering bypass surgery for complete revascularization. Critical lesions were noted in the ostium of the lad, the ramus marginal and the ostium of the cx marginal. The physician felt bypass was a good option rather then attempt high risk angioplasty with stent in the left main (lm) vessel, where 25% plaquing of the lm was noted during the reintervention. The pt remained in the hospital for several days, so the plavix could wear off and was then transferred to another facility for bypass surgery. The pt tolerated bypass surgery very well and postoperative recovery was uneventful. No further complications were reported. He was discharged in good condition.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.